Manufacturer narrative:
B5: the reporter indicated the iris hernia occurred during the explantation, possibly caused by an excessive amount of viscoelastic during the procedure. Has been successfully resolved. (B)(4)

Manufacturer narrative:
D4: UDI#: (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticm5_12.1 implantable collamer lens, -12.50/+1.5/002 (sphere/cylinder/axis), during the same surgery due to lens was injected upside down in the patients right eye (od). An iris hernia and pigment was observed. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk . A6: unk. H6: health impact- clinical code: 4581 - iris pigment . H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).